Event description:
The customer/facility reported that the lifting actuator (linak) on an ultralift broke while lifting a patient. The patient was not injured. Of note is that the lift dom was (B)(6) 2012 and the actuator is original to the lift. Please note that the facility would not provide any patient related data, so the information listed is only a placeholder so that this report could be submitted.

Manufacturer narrative:
Tollos does not have enough information to determine the failure mode, but based upon age, it is believed that the most likely cause is simply weakening with years of wear and tear. This conclusion is based mostly on the rarity of an actuator failure. Tollos has never received a report of a linak actuator failure in the years that they have been used.